Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. It was reported that the patient experienced a skin reaction with redness, inflammation, and infection under the sensor pod area only which occurred 4 days after the sensor had been inserted into the arm. The skin was prepped with a skin barrier wipe prior to insertion. Two photos of the skin reaction in the complaint record were reviewed. The skin reaction was confirmed and is consistent with similar skin reactions previously assessed and known to occur from the sensor patch adhesive. The patient is himself a physician and diagnosed the skin reaction as cellulitis. The patient was prescribed oral keflex (4 times/day for 12 days) as treatment. The patient was fine at the time of the report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.